Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v161679, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# v161679, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient need an MRI for loss of function in all extremities. It was reported that the ins and two leads were explanted. Additional information was received from the rep and it was reported that the results of the MRI were unknown and actions/interventions were also unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.